Event description:
I had a right thyroid lobectomy on (B)(6) 2016 as an outpatient in a (B)(6) hospital. That evening, I told my husband the incision site felt itchy. By the next day, itching was worse. By the third day, it was causing extreme distress. I had been told to take the dressing off on fourth day and did at 4 a.m. Due to the pain and itching. Asked son to bring home anti-itch over the counter cream which helped very little. Called surgeon that evening but before he returned my call, I went to the local emergency room where steristrips were taken off and entire would gently cleansed. Doctor at emergency room told me it was a severe reaction to mastisol. Had to use steroid cream (still am). Still have intense itching at times with skin that looks burned and swollen. If this leaves a scar from surgeon having used mastisol, I will look at filing a lawsuit. I see hundreds of complaints about this unsafe product. Why hasn't the FDA taken steps to remove this from the market? Doesn't your agency exist to protect the public? I cannot understand why this is still on the market with so many horrible and dangerous side effects. Route: applied to a surface, usually the skin. Dates of use: (B)(6) 2016. Diagnosis or reason for use: to put steristrips on hopefully not to close up incision. Event abated after use stopped or dose reduced? No.